Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the surgeon fired the device. There were complete rings fired, but an intra-operative leak occurred. Then he decided to use a different device instead to create the anastomosis.